Manufacturer narrative:
The manufacturing date has been updated.

Event description:
It was reported that the device will not reach the cooling temperature target. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device will not reach the cooling temperature target. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.